Event description:
Reporter stated the customer has experienced hyperglycemia (often above 400 mg/dl) during the night for the past 2 months. He was hospitalized on (B)(6) 2014 and given stationary treatment. He was switched to a different infusion device with the same basal rates, and his blood glucose is now "ok." The hospital believes the insulin delivery of the infusion device is too low. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.